Event description:
A report was received via social media that the patient was experiencing worsening pain. It was also reported that the patients scs (spinal cord stimulator) was non-functional. The patient underwent an explant procedure. No further information could be obtained.